Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's bilateral leads had high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced.